Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery won't charge in charger) has been confirmed. Upon evaluation, the battery would not charge in the battery charger nor power up on a monitor. Liquid contamination was discovered in the battery pack. The root cause of the liquid contamination cannot be positively identified, but was likely a result of liquid ingress. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.

Event description:
A (B)(6) male patient contacted zoll customer support to report that one of his batteries would not charge when placed in the battery charger. The patient was issued a replacement battery pack.